Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 03-dec-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot s25088.

Event description:
On 13-oct-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridge that yielded a false positive result on a patient. There was no patient information at the time of this report. Return product is not available for investigation. Method: date: collected: result: I-stat, on (B)(6) 2025, 12:01, 0.55 ng/ml. I-stat, on (B)(6) 2025, 12:55, 0.00 ng/ml. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.